Manufacturer narrative:
Concomitant medical products: d334drm ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing of noise with high rate non-sustained (hr-ns), non-sustained ventricular tachycardia (ns-vt), and sensing integrity counter (sic) episodes. The lead alerted for high pacing impedance. The lead detection was programmed off. The physician decided to downgrade the implantable cardioverter defibrillator (ICD) and implant a pacemaker. The lead was capped and an existing pacing lead from the previous device upgrade was reactivated. No patient complications have been reported as a result of this event.